Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4)received a report that the touch screen of the s5 roller pump was unresponsive during set up. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during set up. There was no pt involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). (B)(4). The defective device was returned to livanova (B)(4) for investigation. During evaluation, fluid ingress was identified as the root cause. This is a known issue and (B)(4) has already been implemented. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.